Event description:
Device shock table exhibits two 16.0 second cap reform charge timeouts and 'error message' - sales rep has supplied copies of the status page and shock table and he reports that patient is currently on the table and device is being replaced.